Event description:
It was reported that the right ventricular lead was tangled and twisted with connective tissue. The outer insulation has damage where blood and fluid was present under the insulation. The lead was cut and capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Proximal segment of the lead was returned, analyzed, and the outer tubing overlay was melted. It was also noted that there was blood/body fluid on the outer tubing overlay, the outer insulation had a cosmetic depression, and there was apparent explant damage.